Event description:
Routine telephone monitoring showed intermittent loss of ventricular capture. Interragation by co rep verified intermittent ventricular failure with adependency on the pacemaker by the pt. The lead was surgically explanted and replaced.